Event description:
Covidien received information stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The user facility reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The customer service engineer (cse) upgraded the software to the current revision and performed the extended self-test (est), short self test (sst); and the performance verification test (pvt); the device operated within the manufacturing specifications. (B)(4).